Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Without a lot number a review of the manufacturing records could not be conducted. Based on the information provided, it is alleged the patient experienced hernia recurrence. Hernia recurrence is listed as a known possible adverse reaction in the instructions-for-use. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - the patient underwent an incisional hernia repair. A composix ex mesh was implanted during this procedure. On (B)(6) 2016 - the patient had this mesh removed after it had rolled up and the hernia came out from the edges on the top of the mesh. The attorney alleges the patient experienced pain, hernia recurrence, additional surgical procedure, explant, disability and serious and permanent injury.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - the patient underwent an incisional hernia repair. A composix ex mesh was implanted during this procedure. On (B)(6) 2016 - the patient had this mesh removed after it had rolled up and the hernia came out from the edges on the top of the mesh. The attorney alleges the patient experienced pain, hernia recurrence, additional surgical procedure, explant, disability and serious and permanent injury. Addendum per provided medical records: 11-sep-2014 - patient was diagnosed with incisional hernia and was scheduled for laparoscopic assisted incisional hernia repair with mesh. Per operative notes "selected a composix (e/x) 4"x6" oval mesh prosthesis for repair...the mesh was then placed into the abdominal cavity through the hernia site.." On (B)(6) 2016 - patient diagnosed with recurrent incisional hernia, underwent hernia repair and removal of deep implanted foreign material. Per operative notes "there was old mesh material that part of this, it appeared like it had rolled up and the hernia had come out from the edges on the top of this old mesh. The old mesh was removed with a cautery.. A large sheet of polypropylene mesh (no product identifiers provided) was then selected and placed in the retrorectus position and secured". Attorney alleges that the patient experienced pain, hernia recurrence, adhesions, bowel resection, fistulae, non-healing abdominal wound, infection with placement of wound vac, mesh migration, mesh shrinkage, partial colectomy, scarring, open wound and mesh explant.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Without a lot number a review of the manufacturing records could not be conducted. Based on the information provided, it is alleged the patient experienced hernia recurrence. Hernia recurrence is listed as a known possible adverse reaction in the instructions-for-use. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. As per the explant op-notes, old mesh material (composix e/x) had rolled up and the hernia had come out from the edges on the top of this old mesh. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.